Event description:
The reporter stated, the surgeon inserted a collamer single piece lens and the surgeon changed his mind for a three-piece lens. The lens was removed with no patient injury and sutures were required to close the incision. The reporter stated it was unknown why the surgeon changed his mind or if there was any lens damage. This is one of two lenses used for this patient - see MFR report# 2023826-2009-00187.

Manufacturer narrative:
Other, no lens malfunction. Evaluation results: other - visual inspection of the returned product found one heptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: other - based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the surgeon changing his mind for another lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.